Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to be in touch with the manufacturer representative (rep). Patient said they got a replacement implant in january on the right side and they are waiting for it to heal into its mesh pocket and waiting for that pocket to grab it and seal it in since january, it pops out can feel it pops out and back in. Patient said, their doctor told them to try wearing a belt (like a belt for sciatic nerve around their hips). Patient said, as long as they wear the belt, it keeps it in place but if they don't wear it and if they sit on a cushy couch and the bottom is sticking out it flips up like a light switch, they can tell the parts, they can tell the top where it connects and the lip. Patient said they can flip it end over end in the pocket. They want to be in touch with the rep who knows them and thinks they can help do something so patient does not "loose another device or it busts again." Pt said during the replacement surgery: they closed up left side and put the new one on the right side. Patient said the rep was not yet aware of the ins moving around in the pocket yet, they tried sending an email but the email came back to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.